Manufacturer narrative:
(B) (4): the customer indicated that the device has been taken out of service due to costs associated with the repair. The device will not be returned to physio-control for eval; therefore, further investigation cannot be performed.

Event description:
It was reported that the device was displaying the charge-pak and the caution icons. It was also noted that the device will not maintain a charge. There was no pt use associated with the reported failure.